Event description:
Had a heart attack, then had another one on (B)(6) 2018 then another one on (B)(6) 2018 that led to open heart surgery on (B)(6) 2018, then they just put in a defibrillator on (B)(6) 2019 due to the stent. FDA safety report ID# (B)(4).